Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion alarm" was not reproduced due to a constant reload set alarm. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant upstream occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.